Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor it was reported that the patient had a decrease in symptoms relief after a fall. The patient also reported stimulation was not in the same location after the fall. X-ray, impedance check and reprogramming were all performed as a result, and the issue was not resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient did not describe a fall but that the interstim was in question. Impedances were within normal limits. No further information reported.